Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: * could you please clarify if this two issues reported occurred in one device or it was involved two devices? Please clarify --two issues reported occurred in one device * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information --please refer to the event description and other information requested is unknown. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and barbed suture was used. During the procedure, it was reported that the loop was found missing during unknown surgery. Besides, the suture broke. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: according to feedback of the sales rep on 6-sep-2023 via phone, the event description (local language) should be changed to. English event description should be changed to " fixation feature breakage. This case is from health authority. It was reported that fixation feature broke during surgery. Changed another one to complete surgery. No additional information could be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.